Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported from (B)(6) stated that the battery handpiece device did not work. It was unknown to the reporter if the device was used in surgery. It was unknown if there were any delays in the surgical procedure or if a spare device was available for use. It was unknown if there were any injuries, medical intervention or prolonge hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the trigger/slider was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty material. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.